Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. Reportedly, the plunger was repeatedly depressed. It should be noted that the perclose proglide instructions for use states: do not use excessive force or repeatedly push the plunger assemble. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional proglide device referenced in b5 is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code: 2017 - failure to follow steps/instructions the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement with two proglide devices were placed in the right femoral artery using the preclose technique prior to endovascular aneurysm repair (evar) procedure. Reportedly, after completion of the evar procedure, when attempting to close the access site, the sutures of one proglide device snapped. An additional proglide device was attempted, "the plunger came back, tried again and plunger came back. The doctor tried to put the foot to its original position (step 4) down but could not, they said it was stuck. It was admitted there was some calcium on back wall but thought they maneuvered around it." The device could not be removed and a cut down was completed to remove the device and repair. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.